Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08725 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device communicated properly with the guardian link 3 and the test plug. The test value of 240 mg/dl was properly display on the pump screen while on auto mode. Unit was able to enter into auto mode properly. No auto mode anomaly, calibration anomaly or pump/sensor transmitter communication anomaly noted. All buttons function properly. No unresponsive buttons or stuck button alarm/button error alarm noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board 1 was properly locked. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated they were unsure if they pressed a button down for 3 minutes or longer. Customer stated the insulin pump was not exposed to a change in altitude. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.